Event description:
It was reported that the patient did well with the device until developing an infection over the implant site in 2000. Etiology of the infection is unknown. Revision surgery was performed in 2000 with placement of a gor-tex graft over the implant to secure it to the lateral surface of the skull. The patient appeared to be doing well until the infection redeveloped. In 2001, the patient underwent revision surgery due to infection with necrotic overlying scalp tissue. The device was explanted 4 months later. Device was working well right up to surgery.